Event description:
Inflation could not be maintained on one (1) size 6 dct, disposable canulla low pressure cuffed trachostomy tube. This was detected during pre-insertion testing for procedure set-up. There was no direct pt involvement or reported pt compromise. The 6dct device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission, the device has not been received by the MFR.